Event description:
It was reported that bd IV gravity set was kinked. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The following IV gravity sets have kinks in the line.

Manufacturer narrative:
D4. Medical device lot #: 23085412. D4. Medical device expiration date: 16,aug 2026. H4. Device manufacture date 16, aug 2023. D4. Medical device lot #: 23095054 . D4. Medical device expiration date:25,sep 2026. H4. Device manufacture date 25,sep.2023. D4. Medical device lot #: 23095960. D4. Medical device expiration date: 27,sep.2026. H4. Device manufacture date27,sep.2023. D4. Medical device lot #: 23085299 . D4. Medical device expiration date: 09,aug.2026. H4. Device manufacture date09,aug 2023. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation summary pr 10131312: it was reported by customer that IV gravity sets have kinks in the line. Samples for the reported failure mode was requested since to identify any occlusion or flow issues and determine a root cause, however, no samples or pictures were received for evaluation. Device history record model: lot number: lot quantity: qn: q7: mfg: date dyndtn1512 23085299, (B)(4) pcs, none, 200344731: dom & exp date august 11th, 2023, dyndtn1512 23085412, (B)(4) pcs, none, 200344731: dom & exp date september 29th, 2023, dyndtn1512 23095054, (B)(4) pcs, none, 200344731: dom & exp date september 8th, 2023, dyndtn1512 23095960, (B)(4) pcs, none, none, october 04, 2023, qn7: reported during the manufacture of the lot reported is not related to the failure reported. Root cause definition: no root cause definition was determinate due to the customer did not provide a sample for evaluation. Corrective and preventive actions: no preventive and corrective actions required since the failure mode could not be confirmed. We regret any inconveniences caused with our product. We will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate. No related CAPA/sa/scar has been opened. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there.

Event description:
No additional information was provided.